Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with normal output and telemetry communication. Analysis of the device image indicated rapid discharging in the battery voltage level. Further testing after cutting open the device revealed anomalous current drain from a defective integrated circuit, consistent with the reported issue of premature battery depletion. Longevity assessment indicated the device did not meet its projected longevity and considered premature depletion. Additional findings unrelated to the reported event were found. Visual inspection of the header attachment area detected an anomaly between the pre-cast header and titanium case, which is unrelated to the integrated circuit anomaly and battery depletion. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
Additional information was received indicating that the device was explanted and replaced.

Event description:
During follow up, the device was interrogated and the estimated longevity was lower than expected. Premature battery depletion was suspected. No intervention has been performed, the device is anticipated to be explanted and replaced. The patient was stable.